Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) ubd: 27-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was spinal pain. The patient reported that their communicator was not charging. The patient stated they took it to their pain pump nurses who thought it was the cord, so they put two different cords in it and got another cord, but it still wouldn't charge. The patient stated that one of their assisted living nurses thought one of the cords was not tight. The patient confirmed the communicator had not been wet or dropped in any fashion. Per the patient, when they first received it, they charged it to green, but they were unsure how long that took to get to green. Then it stopped working and no more lights came on and the pump wouldn't accept it. The patient then stated they unplugged it, and the green light went away, and now there was no light on it. It was notedthat the patient appeared to believe that the green light turning off upon unplugging the communicator meant there was a charging issue. The patient later mentioned they had tried charging the communicator all weekend and this morning there was still a red light, but now the red light had gone away, and they couldn't get the blue or green lights again. It was noted that during the call, the patient had difficulties navigating the equipment. While on the call, the patient turned on the communicator on their own and mentioned the blue light was flashing, but they had tried all weekend to get it to go. The patient inquired as to how the agent fixed the communicator over the phone. The patient stated that they were unable to request a bolus this weekend, later stated they had been trying all week, and mentioned pain due to the inability to bolus. The patient attempted to connect to the pump during the call but mentioned seeing ¿can't find the device¿ on the screen. The patient stated that they did not know where their pump implant was in their body. A replacement communicator was requested from the repair department. It was noted that the patient was going to be taking the replacement communicator to their pump nurses for pairing/general use assistance.